Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that the unit had a touchscreen failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 30jul2019. Multiple unsuccessful attempts were made to gather additional information, but none was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.